Manufacturer narrative:
The investigation of the returned coil system found the lead wires separated from the core wire on the entire length of the pusher, and the implant coils to be stretched with deformed loops; however, the implant coils were found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported premature detachment complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is being returned to the manufacturer for evaluation. The investigation is ongoing.

Event description:
It was reported that an embolization coil implant detached from the delivery pusher unexpectedly. The coil was in the proper position and so was left in place. There was no patient injury or intervention.